Manufacturer narrative:
(B)(6) 2019 - as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that during a normal exchanging procedure of the device while trying to removed the right ventricular (rv) lead was slightly pulled to confirm the looseness of the fixation screw, where the lead came off leaving the distal pin. After that, the fixation screw was loosened and tried to remove the lead, but the tip of the torque wrench got bent, so it was stopped in taking out the lead. Then, the extended conductor was cut, and the lead was surgically abandoned. No additional adverse patient effects were reported.